Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio then replaced the user interface pcb assembly as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a white display.  A white display is indicative of a device lockup condition that could delay or prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and verified the reported issue.  Physio determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2.